Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.